Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead had dislodged and migrated to pulmonary artery. No sensing was noted. Patient was asymptomatic. The lead was explanted and replaced. Patient was in stable condition.